Event description:
It was reported by the customer's mother, that the customer was hospitalized due to high blood glucose levels, keytones, and vomiting. Customer's blood glucose level 280mg/dl. It was not mentioned if the customer was wearing the insulin pump at the time of the hospitalization. Troubleshooting was declined. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.